Manufacturer narrative:
The investigation is ongoing. We will provide results with a separate final report.

Event description:
It was reported that the device posted a ventilator fail alarm during use.

Event description:
It was reported that the device posted a ventilator fail alarm during use.

Manufacturer narrative:
Investigation was performed by means of the provided device log file. The entries confirm the reported ventilator failure for the reported date of event september 13th 2024. It was found that the measured inspiratory pressure (pinsp) was 46mbar by an adjusted pinsp of 15mbar resulting in the alarm "airway pressure high" as reported. In case the expiratory safety valve opens due to an increased pinsp the supply voltage of the ventilator and the relevant valves are deactivated and an audible and visible "ventilator failure" alarm is posted. This entry could be traced in the logs. For the current case it is assumed that the ventilator did not stop because of a ventilator issue but due to a high measured inspiratory pressure which can be caused by a temporary high inspiratory resistance or patient activity. Finally, it can be concluded that the atlan has reacted on the detected high inspiratory pressure as specified by performing a safety shutdown of the ventilator accompanied by a corresponding alarm.